Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube was separated 26.9 cm from the hub. Microscopic examination revealed no additional damages. There was blood present in the guidewire lumen and on the balloon folds. The balloon was partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube was separated but appeared to be kinked prior to separation.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 2.00mmx15.00mm agent (dcb) balloon was being used and fractured 27 mm from the hub.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 2.00mmx15.00mm agent (dcb) balloon was being used and fractured 27 mm from the hub.